Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented in clinic after a home monitor merlin.net alert for noise reversion. The device was successfully interrogated, and the noise reversion egm trigger was turned off. Patient had multiple auto mode switching (ams) episodes. Analysis of the episodes shows lead noise causing inappropriate ams. Programing changes were made. Lead remains implanted.